Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received button error. The customer¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump received button error. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.